Manufacturer narrative:
Additional information was received stating the air-in-line alarms occurred during an st-elevation myocardial infarction. The pump was swapped for another. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a persistent air in line alarm during therapy. The line was assessed for air and there was no air. The error was cleared and the pump was primed, but the error message kept alarming. There was no report of patient injury associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, an air in line alarm was not reproduced. The evaluator was able to load and run a set without error. A review of the event history log was performed. The customer reported that the event occurred on (B)(6) 2023, however the last "air-in-line" in the history log occurred on (B)(6) 2023, and was a single occurrence. The pump was used multiple times and on multiple days following that occurrence without issue. The last day the pump actually ran an infusion was june 28th. There was no evidence of a constant "air-in-line" alarm on or surrounding the reported event date. The history log did revealed that the user experienced multiple "reload set!" Messages on the reported event date and was unable to successfully load a set. A "reload set!" Message can appear with the message "tube not properly loaded in air detector" however a "reload set!" Message does not occur when the pump is running. A "reload set" can result from improper set loading. Proper set loading instruction is outlined in the spectrum iq operator's manual. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The ultrasonic sensor was found out of calibration and could not be calibrated. The ultrasonic sensor was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Per the device logs, this pump was not used to deliver therapy on the day when the reported adverse event occurred. Based on additional information received, the spectrum iq pump was determined not to be a factor in the reported adverse event.